Event description:
It was reported that after the vena cava filter was deployed, one filter arm did not appear to be completely expanded. A catheter was used in an attempt to manipulate the filter arm; however, there was no change in the position of the arm and the catheter was removed. Shortly afterward, the filter arm was noted to have completely expanded on its own. There was no reported patient injury.

Manufacturer narrative:
A lot history review could not be performed as the lot number is unknown. The device was not returned for evaluation; however, images were returned. The complaint investigation is inconclusive for slow expansion of the filter arm as the sample was not returned for evaluation. Based on the image review, the filter appeared fully expanded in the ivc and the legs did not appear crossed. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event. See scanned page.